Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. A complaint history review was carried out using the lot and part numbers provided, there have been further complaints reported with this failure mode in the past three years. The device was intended for use in treatment. The returned device was evaluated. A relationship between the event and the device was confirmed. An initial visual inspection did not identify any issues. When fresh batteries were inserted into the device all indicator lights were solidly illuminated and the device did not function. No performance data could be extracted from the device. Further investigation into this failure will be carried out with a cross functional team. The root cause remains undetermined. It is possible that a software issue caused the reported event. We will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that all of the pico 7 device's lights turned on solid as soon as batteries were placed in the pump. It is unknown when the event happened, if a patient was involved, how the treatment was completed nor if there was a delay.